Event description:
The manufacturer received information alleging sign the particles in tubing/ chamber and she having cough related to a CPAP device's sound abatement foam .there was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging sign the particles in tubing/ chamber and she is having cough, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam .there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of blue plastic foreign object inside the blower housing bowl. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with blue plastic foreign object inside the blower housing bowl. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported alleging sign the particles in tubing/ chamber and she having cough related to a CPAP device's sound abatement foam . Patient also alleged of nasal/throat irritation or soreness. In this report, d9, h3 and h6 is updated.